Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised due to a broken post of the insert. A 6x9 ps insert was revised to a 6x13 ps insert. Rep provided explant pictures and reported that x-rays, medical records, and additional information are not available.

Manufacturer narrative:
An event regarding crack/fracture involving a triathlon insert was reported. The event was confirmed by inspection of received images of the explant. Method & results: -device evaluation and results: the reported device was not returned however photographs were provided for review. Three photographs show the insert post fractured inside the patients knee. One photograph shows a recently explanted insert with the post fractured off the insert. The locking wire is also removed from the insert. Dimensional, functional and material analysis could not be performed as the device was not returned. -clinician review: no medical records were made available for review with consulting clinician. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient's left knee was revised due to a broken post of the insert. Visual inspection of the received images of the explant noted that the insert post fractured inside the patients knee. The exact cause of the event could not be determined because insufficient information was provided. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left knee was revised due to a broken post of the insert. A 6x9 ps insert was revised to a 6x13 ps insert. Rep provided explant pictures and reported that x-rays, medical records, and additional information are not available.